Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The unit was unable to perform the occlusion and excessive no delivery test due to the motor error alarm and prime fill anomaly. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window, cracked reservoir tube, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there were multiple cracks in the casing and battery cap. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.